Event description:
A customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was over 600 mg/dl. Elevated bg was addressed by a site change and manual insulin injection. The customer changed the infusion set and cartridge, which helped resolve the issue and resumed insulin therapy.